Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the 3 data sets dated 2007, the first set of readings were considered accurate based on "area outside the acceptance region" table for the data set three days later, both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time. Inratio precision data provided by end-user lot 060512: date: 2007, first test inr = 6.8, second test inr = 7.4, mean = 7.1; sd = 0.42; %cv = 5.98%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time. Adverse event follow up: per update in the same month: per rep, she has been stable and is going for back surgery tomorrow. Two weeks ago she also performed a 3 way correlation and was very satisfied w/ the accuracy of the inratio system.

Event description:
Caller alleges inaccuracy with inratio. Results as follows: caller alleges imprecision with inratio. Results as follows: first test inr = 6.8 second test inr = 7.4. This case qualifies as an adverse event. Pt went to the ER. Vit k was administered to the pt the following day. They did not have vit k available at time the pt was tested at the ER.